Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.

Event description:
During prep, when the tech was tightening the stopcock onto the hub of the catheter, the hub snapped off the shaft of the catheter. There was no excessive force applied to connect the stopcock. The sales rep stated that the product looked normal when it was taken from the packaging, and there was no mishandling of the product during prep. There was no injury to the pt as the product was not used in the procedure.